Event description:
Through follow-up, the surgeon provided the following additional information. Per report, during postop examination, the surgeon observed level 2 cell associated with flare and adhesions (original peripheral anterior synechiae) in the anterior chamber (ac) of the operative eye (os). The patient''s most recent status was reported as having ¿stable vision with no inflammation, and good intraocular pressure (iop) with all medications discontinued at two (2) weeks postop¿. Per report, the event has resolved with no adverse effect.

Manufacturer narrative:
Additional information: b7(japanese). MFR# reference: (B)(4).

Manufacturer narrative:
Evaluation of the returned content was completed. A sealed vial was returned and contained a white particulate. However, the particulate altered from white to a brownish hue after sterilization. The particulate was further analyzed (photometrics analysis) using fourier transform infrared spectroscopy (ftir) and identified the particulate as vectra c130- a liquid crystal polymer (lcp). Further inspection of the particulate¿s ftir curve with the ftir curve of a singulator holder found a match; indicating that both the particulate and singulator holder were of the same material. A review of the device manufacturing process suggests the white particulate had likely originated from the singulator holder fabrication process. Based on these findings, the white foreign particulate was identified as lcp. The root cause was likely due to a defect in the singulator holder fabrication process. This event is being further investigated; and the rate of the issue reported to glaukos is considered low and acceptable. The clinical benefits of using the device continue to outweigh the potential risks associated with this hazard. Glaukos will continue to investigate and monitor complaints of this nature. MFR# reference: (B)(4).

Manufacturer narrative:
(B)(4). The device has been returned to glaukos for evaluation, and the investigation is ongoing. The device history record review of the manufacturing lot, including sterilization records, was performed and there were no non-conformities found to be related to the reported event. An evaluation of the retain sample from the device lot was performed. The injector was actuated twice, and both stents were deployed. No foreign particulates were observed during stent deployment, and no foreign particulates were found on the insertion tube or the splayed trocar. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There was one (1) additional similar issue reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during attempt to implant the second stent from a trabecular microbypass stent system, a foreign particulate (white) was observed from the injector as the second stent was being deployed. Per report, the surgeon removed the stent and the particulate intraoperatively from the operative eye using forceps. There was no report of patient's injury. Additional information has been requested.